Event description:
It was reported by service report that the head-end lift was stuck in the highest position. It is unknown if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: broken head-end lift coupler.